Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 458 mg/dl and they treated with bolus using insulin pump. Customer mentioned that she will take manual injections as well to treat her blood glucose. Customer mentioned that the insulin pump had compromised forced sensor system alarm. Drive support cap was sticking out. Troubleshooting was done for compromised force sensor system. Customer declined to troubleshooting for high blood glucose. Insulin pump will not be returned fro analysis.